Manufacturer narrative:
It was concluded that there were abbott ellipse icds that experienced electrical shorts in the high voltage component of the device. The short failures were the result of a damaged aluminum wire bond where the wire bonds had a layer of encapsulation over the wires.

Event description:
On june 20, 2019 abbott began voluntarily recalling a small number (204 devices globally) of ellipse implantable cardioverter defibrillators (icds) from our customers and hospitals to prevent implant of devices that may have a latent vulnerability in the electronics circuitry. Abbott ellipse icds utilize aluminum wires to connect the high voltage components of the device, and the electronics are then encapsulated in epoxy. During final manufacturing testing, two electrical failures were identified in a limited lot of manufactured devices due to damaged aluminum wires. Based on our investigation, we have decided to retrieve all non-implanted devices from this manufacturing lot.

Manufacturer narrative:
Additional information is being added to note the associated recall number.